Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection no issues were found that would be related to the reported event. The master tool manipulator (mtm) was installed onto a surgical function test platform (sftp) where it passed all tests. As a result of these findings, failure analysis was able to conclude that the embedded serializer motherboard (esmb) and main wire holster were found to be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that errors were encountered during a procedure that prevented movement of the surgeon¿s arms. Troubleshooting began with verification of multiple error codes related to master tool manipulator left (mtml), specifically error codes 23000 and 23002. It was observed that two consoles were in use. The mtml was disabled by the user, and guidance was given to transfer operation to the opposite console. The procedure was able to continue following these steps. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.